Event description:
(B)(6), 2011 at approx 1600 three nursing staff in to assist pt (cfb) to commode/bed. Pt placed in sling/secured in place. Lift positioned per standards according to MFR. Staff positioned either side pt and at controls of hoyer. When pt raised off bed and during movement towards bedside commode, staff heard terrible cracking sound from lift. Operator of lift made statement "I think its going to break." Operator made quick decision and movement to return pt to bed. As pt half over bed/floor arm of lift snapped crashing down on 2 staff arms and pt's chest, head. (Staff sent to emergency dept for eval). Pt landed half on bed and staff. Minor bruising to pt (assessed by arnp), minor to staff. Arjo MFR notified (B)(6) 2011. (B)(6) clinical engineering notified (B)(6) 2011. Arjo in to evaluate lift (B)(6) 2011. Location of event (B)(6) hospital room (B)(6) . On (B)(6) 2011 arjo rep in to replace broken parts of lift and to send broken parts back to MFR.